Manufacturer narrative:
(B)(4).

Event description:
It was reported myopotential inhibition was observed on the device back in (B)(6) of last year. Review of the electrogram revealed low level, high frequency noise that was inhibiting pacing. There has not been a reoccurrence of myopotential. The patient will be monitored with routine follow-up. No resolution was suggested. No further information is available.